Event description:
User reported false positive result. Test taken 28 july. Negative pcr previous day. Not vaccinated.

Manufacturer narrative:
Correction: b3: date of event corrected.

Event description:
User reported false postive result. Test taken 28 july. Negative pcr previous day. Not vaccinated.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Test taken (B)(6). Negative pcr previous day. Not vaccinated.